Event description:
During a mitral valve replacement procedure the catheter was inserted and the surgeon was able to inflate the balloon. Cardioplegia was then successfully administered. Towards the end of the procedure while the surgeon was suturing the mitral valve the balloon lost pressure. The balloon was removed and was noted to have a hole. The case was completed using retrograde cardioplegia. There were no adverse pt consequences as a result.